Manufacturer narrative:
Foreign object - in fluid path. The report refers to product code 900103- illumena-syr-w/hf-150ml (linden luer) with lot number 133470102x; 5000 units were manufactured on 12/13/2013. An electronic device history record review of the reported lot number confirmed that the product was released according to our established procedures and passed qa filters with no ncr, this is an indication that all visual inspections required, dynamic and static tests were successful. Root cause: no root cause identified. No sample returned for evaluation. Corrective action: no corrective actions will be applied since the complaint could not be verified and no sample returned for evaluation. This complaint will be used for tracking and trending purposes.

Event description:
(B)(6) reports a staff member had filled an illumena syringe with contrast in preparation for a left ventricular injection when a hair was noticed floating in the contrast in the syringe. It is not known where the hair originated from - the syringe or the contrast.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.